Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error detected alarm. The customer¿s blood glucose level was 172 mg/dl. Troubleshooting was performed. They programmed a normal bolus into the air. The bolus amount was recorded in the daily history. The device passed the self-test. The customer stated they had previously called to report the alarm. The customer stated they received the alarm 7 times. They were advised to monitor the device and call back if the issue recurs. It was noted that the customer called back on the same day for the third time to report that they were getting a power error detected alarm. The device will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. No unexpected pump error alarms during testing however it was noted in the formatted history, and long trace files. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.